Event description:
It was reported that the customer experienced a high blood glucose level, with the highest recorded level being 22 mmol/l. There was an adverse impact on the customer's blood glucose level, leading to moderate ketones, but the level was not considered life-threatening. The customer took corrective action by administering a correction bolus via pump and going to the emergency room, where they received additional assistance and treatment with multiple daily injections (mdi). No issues were found with the pump or supply, and the pump was confirmed to be functioning properly. The customer was advised to consult with a healthcare provider to discuss factors affecting their blood glucose levels and was released from the ER on the same day, with no injuries or permanent damage reported.